Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported receiving epidural injections approximately a year ago, and since has been experiencing pain at the ipg site regardless of stimulation. The pain has increased with time and the patient is unable to sleep on the ipg side. Surgical intervention may take place as the next course of action.